Manufacturer narrative:
The reagent lot number is 803073. The expiration date was requested but not provided. The investigation reviewed the calibration data and the results were within specifications. The field service engineer (fse) inspected the module, adjusted the gear pump to the correct level, changed the reagent probe, and verified the adjustments and external washing. The investigation determined the event was consistent with the module's gear pump pressure and reagent probe. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable phos2 (phosphorus) results from several patient samples tested on the cobas 8000 cobas c 701 module. The reporter also complained of problems with qc repeatability. The reporter provided one patient sample with discrepant results: the initial result was 48.5 mg/l. The repeat result was 27.6 mg/l. The initial result was inconsistent with previous results prompting the patient sample rerun.